Event description:
The customer reported the high flow insufflation unit liquid crystal turned off during a therapeutic laparoscopic procedure. The power was restored, and the problem was resolved. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 (inadvertently left off the initial report: during device evaluation, it was discovered that part of the front panel does not light). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event was caused by a failure of the sensor on the main circuit board, and the front panel not lighting is likely caused by a failure of the front-panel led. Olympus will continue to monitor field performance for this device.